Manufacturer narrative:
The conmed singular polypectomy snare is a single patient use, one piece, disposable device that may be utilized in conjunction with an electrosurgical generator for endoscopic resection of a polypoid lesion. The DHR/lhr, device history record/lot history record, review regarding lots 1206014 and 1212144 shows that these devices were produced according to current and approved procedures and testing specifications. Nonconformances regarding the product's identity, quality, safety, effectiveness, and performance were not documented within the DHR/lhr. Both devices associated with these complaints are not being returned to conmed corporation for evaluation. The customer complaint is confirmed based on the event description received from the end-user. Without evaluating the suspected devices a conclusive determination of root cause cannot be made. With devices not being returned, or photographs of the devices, there will be no verification of the reported failure mode and/or verification of the suspect devices as conmed products. Therefore, these complaints are inconclusive. A two year review of complaint history shows this complaint and the complaint reported on medwatch 1320894-2014-00034 (same failure mode, same facility, same end-user operator) as isolated incidents of this reported failure mode. The device was not returned for evaluation and the complaint is inconclusive. The complaint investigation has not identified a manufacturing or component defect; therefore, corrective action is not warranted at the present time. Conmed is considering this complaint closed. This is associated with medwatch 1320894-2014-00034. Never returned to conmed.

Event description:
It was reported, " during the polypectomy, the snare got stuck around the polyp and couldn't be removed. This happened on 2 occasions. Procedures performed by (B)(6). Both patients required laparotomy, both doing well."

Manufacturer narrative:
The device has not been returned to conmed for evaluation to date. On completion of the quality engineering evaluation a supplemental report will be submitted. This medwatch is associated with medwatch 3007305485-2014-00034 filed for the second surgery. Not yet returned to conmed corporation.